Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device (ccd) cover lens was dirty. A root cause could not be identified. The most probable cause of the complaint is failure to clean adequately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope charged coupled device (ccd) cover lens was dirty. There were no reports of patient involvement.